Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings: a review of the black box showed evidence of post delivery motor supply faults alarms. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. No evidence of moisture was found in the battery compartment. The current draws were within specifications. The rewind, load, and prime steps were performed successfully. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, evidence of moisture was found behind the display lens. Evidence of moisture was found on the underside of the battery cap. A leak test was performed and showed a leak at the battery compartment. The battery compartment was cracked in the thread area, and below the grip pad. The pump was opened to find additional moisture on the internal components. (B)(4).